Manufacturer narrative:
Qc was within specifications. A field service engineer (fse) was dispatched: the fse replaced multiple hardware components. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
The coulter act diff 2 analyzer generated erroneously high platelet (plt) results on an unknown number of patient samples. The discrepancy was discovered after the customer failed a survey challenge and sent patient samples to a hospital laboratory to compare results. The customer considered the hospital results to be correct. Customer provided results for 7 samples. The results were reported out of the lab. Based on available information from the customer, the only impact to patient treatment was a few hours delay of a plt transfusion for 2 patients already scheduled for transfusion.